Event description:
A customer reported an abo discrepancy on the galileo instrument. The sample initially typed as a pos. The customer typed it a second time and it typed as ab pos. The sample was tested by manual tube test and resulted as a pos. Repeated testing on galileo and resulted as a pos. Reagents used for tube testing were the same lot numbers as on the galileo.

Manufacturer narrative:
A review of instrument results: sample was tested in column 9 with a reaction strength of 62 in anti b well, b9. When viewing clean strip read there appears to be debris in well b9, on plate ID (B)(6). This was the only plate that resulted sample as ab pos. Initial run on plate ID (B)(6) read 1205 resulted sample as a pos. Sample was ran again on plate ID (B)(6) (debris in well b9) resulted sample as ab pos. Sample was repeated again on plate ID (B)(6) read 1254 and reacted a pos. Unable to rule out debris in well b9 on plate ID (B)(6) as cause for unexpected reactivity.